Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display noted. Device received with cracked reservoir tube, cracked reservoir tube window and cracked case reservoir tube window corners noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had blank display and power loss alarm. The customer¿s current blood glucose level was 143 mg/dl at time of incident. The customer stated that the changed battery in it and it does nothing and sometimes it works with pressing the escape battery and its dead with a blank display. The customer was advised that the pump needs to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.